Manufacturer narrative:
Updated section h6- component code, type of investigation, findings, and conclusions. The device was not returned for evaluation as it was discarded. Imagery provided was evaluated and the following was observed: tortuous anatomy at access vessel. Presence of calcium at access vessel. Procedural video shows how the guidewire was removed through commander delivery system with no apparent resistance. Procedural video shows how the second guidewire was inserted through commander delivery system with no apparent resistance. Commander delivery system, guidewire and sheath appears to be slightly curved due to tortuous anatomy. First valve was implanted in descending aorta. Second valve implanted successfully. The complaint for difficulty advancing guidewire was confirmed based on provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As there were no reported difficulties when advancing the second guidewire through the delivery system, it is unlikely an issue was from the delivery system. It is possible that manipulation during initial guidewire management resulted in damage which may have cause the reported "some resistance" while advancing over the guidewire. Additionally, it is also likely that incorrect guidewire management with the second guidewire resulted in the reported event. If the guidewire position is not maintained in the left ventricle or never positioned after exchange, it may have resulted in the wire not within the ventricle after valve alignment. Per the training manual, "maintain guidewire position in the left ventricle during valve alignment". As such available information suggest that procedural factors (incorrect guidewire management) contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-01016.

Event description:
As reported from our affiliates in belgium, this was a case with a 29mm sapien 3 valve in aortic position. The chosen access side was right femoral artery. During the procedure, some resistance was noted while advancing the delivery system through the guidewire, but it was managed. However, there was a lot of resistance while advancing the delivery system through the sheath, causing the delivery system and valve to exit through the middle part of the sheath just under the bifurcation. Since it was not possible to move forth nor backwards the system, the safari wire was given up to get more support with the e-wire. At this moment, the delivery system and valve could be moved up and valve alignment was performed. However, since there was no wire in the ventricle, the valve was deployed in the descending aorta. A new kit was prepared and, in this case, the esheath was introduced with the edwards logo not in the upper part. The second valve was successfully deployed. Patient outcome was good.